Event description:
It was reported that during a laparoscopy hepatic segmentectomy video procedure, the time section of the segment v pedicle, the stapler broke within the cavity. There was a significant local bleeding. Due to not close the jaw, it was necessary staple removal attached to the trocar 12mm. New trocar was necessary to employ the 12 mm was used and new stapler, it was possible to control bleeding. Occurred also load loss in fragmented stapler. Loss of 12 mm trocar, stapler and the first load occurred. Despite that complication, it was possible to perform the totally laparoscopic procedure.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with staple line other than bleeding? How much blood was lost (ml)? Did the patient require a transfusion? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The analysis found that one ec60a device was returned with the clamping mechanism damaged and with an ecr60w cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further analysis the anvil was noted bent upwards. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as no cartridge was received for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.